Manufacturer narrative:
Information was inadvertently added in the previous report regarding device serial number and UDI. The correct information is serial number: (B)(4) and UDI: (B)(4) as previously listed in the initial report. Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2019. Additional information, including product return status, was requested from the customer; however, no further information was provided. The patient¿s pump was not returned for evaluation. Death is listed in the heartmate ii lvas IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through patient outcome that the patient expired. No additional information was reported.